Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified IV (intravenous) infusion set had a line leak below the drip chamber. The set was used with c1d1 sacituzumab govitecan. This was observed immediately after hanging the IV bag. As a result, the line was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.